Event description:
A volume discrepancy was reported: actual residual volume was greater than the expected residual volume. It was noted at the first refill after implant wherein 19 mls was aspirated. Pt underwent a roller study procedure that confirmed no roller movement. Current pump status did not mention an active motor stall, and the event logs were not obtained to confirm log history. The pump had only seen filled with infumorph, 5mg/ml at a daily code of 0.3 mg. Pt was scheduled for a pump replacement on (B)(6) 2011.

Manufacturer narrative:
(B)(4).